Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Emboshield nav 6 filter; sheaths: 6f long, 6f short; heparin. The device was discarded at the facility. Suture break can be caused by a number of factors including, but not limited to, too much tension applied, or the suture was nicked. Ultimately, the return of the proglide device may have aided to the investigation in determining a cause for the experienced suture break. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing (braided suture tensile strength test). A sampling of finished devices is also tested to verify the functionality of the device. It should be noted that the reported use of the proglide device in a calcified artery is not consistent with the instructions for use (IFU), under special patient population, indicates: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. A review of the device lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. The reported difficulties experienced during the procedure, appear to be related to the operational context of the device.

Event description:
It was reported that during a heavily calcified left internal carotid stenting procedure, the emboshield nav 6 filter could not cross the lesion through a long 6fr sheath nor a short 6fr sheath. The filter was removed and it was noticed that a large hematoma was present at the patient's left groin. The access site hematoma developed after introduction of the filter and prior to deployment. The carotid procedure was aborted without any treatment and arteriotomy closure of the left common femoral artery was attempted with a proglide device. During plunger removal the suture broke, the physician inserted a guide wire, removed the proglide and replaced it with another proglide, which achieved hemostasis. The hematoma was treated with a non-abbott device. The patient did not experience any adverse sequelae. Though requested, no additional information was provided.